Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture, 02-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication didn't have any units configured and the order requested a unit not configured at the formulary level. A technical support specialist (tss) confirmed that the customer fixed the issue by the information technology team. The system functioned as intended after the issue was resolved.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es medication was grayed out in pyxis and had to be removed on override, tried unloading and reloading the medication without success. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.